Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the x is present but it is black (and it is not the hourglass) and there is a rhythmic chirp. The machine is totally down and it does not respond to any command (switch or buttons). There is only the text indicating a device error. There was no reported patient involvement .